Event description:
It was reported that a patient was interrogated and seen with high impedance. The patient's vns therapy was disabled after the high impedance was observed. The patient reported they previously experienced voice alteration with vns stimulation but that one day they felt a "shock and a pop" after which they no longer experienced voice alteration. X-rays were taken for the patient and reviewed. A fracture condition was observed in the patient¿s leads near the electrodes. The patient¿s leads also appear twisted. The other end of the lead discontinuity could not be visualized; the portion of lead connected to the patient¿s generator is bundled and twisted suggestive of twisting/rotation of the patient¿s generator causing lead fracture. This has not been confirmed to date however. The cause of the high impedance is most likely associated with the discontinuity in the patient¿s leads. Note that the presence of microfractures or discontinuities in non-visible lead portions cannot be ruled out. Device history records were reviewed for the patient's lead. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No known surgical intervention has occurred to date. No other relevant information is available to date.